Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: records including operative reports for multiple abdominal surgeries and multiple repairs of incisional hernias were not provided.] (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Procedure performed: laparoscopic and open repair. Implants: an 18 x 24 ¿ cm gore dualmesh plus. Specimens: none. Blood loss: 100 ml. Complication: none. Postoperative condition: stable. Assistant: dr. (B)(6). Indications for procedure: this is a 43-year-old male who has had multiple abdominal surgeries in the past, has had multiple repairs of incisional hernias who presented with complaints of pain and a bulge in the right lateral side of his abdomen. Anesthesia: general endotracheal. Procedure in detail: ¿after informed consent was obtained, preoperative antibiotics were given. The patient was brought to operating room and placed in the supine position. After adequate endotracheal anesthesia obtained, a foley catheter was placed. The patient was then prepped and draped in a standard sterile fashion. Attempts were made in the left upper quadrant, right upper quadrant and right lower quadrant to enter the abdomen using a bladeless optical trocar; however, due to multiple dense adhesions, we were unable to obtain a pneumoperitoneum. At this point, we made a midline laparotomy through the patient¿s pervious midline scar. We dissected down to the fascia, also through several different pieces of previous mesh. This time, we were able to enter the abdomen. The contents of the abdomen were found to be densely adhered to the abdominal wall and themselves. We spent a significant amount of time lysing adhesions along the length of the incision as well as laterally on both sides of the incision down to our previous trocar site. At this point after we lysed the majority of the adhesions, we felt that the best approach would be an underlay mesh repair and a laparoscopic approach would be the easiest way to perform this, so we closed the midline incision with looped pds suture and skin staples. We placed trocars back in the abdomen and achieved a pneumoperitoneum. At this point, we chose an appropriate sized piece of gore dualmesh plus. This was then rolled in the abdomen. Sutures were brought out of the abdomen to fix the superior and inferior aspects of the mesh to the abdominal wall. We then placed an absorbable tacking device in and tacked the outer-most rim of the mesh to the abdominal wall. We then tacked an inner row of tacks as well. Gore-tex suture was passed using the gore suture passer and the mesh was ligated in place in 3 sides along the left lateral aspect and 3 locations on the right lateral aspect of the mesh. At this point, we thoroughly inspected the abdomen. There were no enterotomies noted, no active bleeding. The pneumoperitoneum was released. The port sites were closed with staples. The patient was awakened and brought to recovery in stable condition. He tolerated the procedure well. There were no complications.¿ (B)(6) 2014: (B)(6), rn. Perioperative nursing record. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 11508266. W. L. Gore & associates. Exp: 03 ¿ 2016. Abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/11508266) was implanted during the procedure. ??/??/??: [missing records: records between (B)(6) 2014 and (B)(6) 2014 detailing chronic mesh infection were not provided.] (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnosis: chronic mesh infection. Postoperative diagnosis: chronic mesh infection. Procedures performed: excision of infected abdominal mesh. Indications: mr. (B)(6) is a 43-year-ol male with a history of multiple abdominal surgeries and hernia repairs. He presented with a chronically draining wound from his midline incision after failure to heal with antibiotics. Decision was made to proceed with operative intervention and exploration of the wound and excision of infected mesh. Risks of the procedure were discussed with the patient. Informed consent was obtained. Decision was to proceed with surgery. Details: ¿patient was taken the operating room, and general anesthesia was induced. The patient was prepped and draped in standard sterile fashion. Time-out was performed including patient identification, procedure to be performed, and preoperative antibiotics given. Elliptical incision was made around his previous midline scar and chronic draining sinus tract. At this point, some murky fluid was encountered. Two cultures were then sent from this fluid. Under this sinus tract, the previous the ptfe mesh could be palpated. Incision was opened inferiorly and superiorly to expose the mesh that was not adhered. This mesh was poorly adherent. The mesh was then retracted and the sutures holding it were excised, and the mesh was removed in its entirety. Some prolene mesh above this and scar tissue was excised, as it was seen also. The wound was then irrigated and hemostasis was maintained. Drain was placed under the fascia and sutured in place with nylon. The remainder of fascia and scar tissue was then closed with interrupted pds figure-of-eight sutures. The skin was closed with interrupted prolene sutures. The patient tolerated the procedure well and was extubated to pacu.¿ blood loss: 200 ml. Complications: none. Specimens: wound cultures and previous abdominal mesh. Condition: stable. Disposition: extubated and taken to pacu. (B)(6) 2014: [missing records: a culture report detailing analysis of the specimens collected during the procedure was not provided]. (B)(6) 2014: [missing records: a pathology report detailing analysis of the device removed during the procedure was not provided.] (B)(6) 2014: (B)(6), md. Operative report. Preoperative diagnosis: postoperative hematoma. Postoperative diagnosis: postoperative hematoma. Indication: mr. (B)(6) is a 43-year-old male who earlier in the day underwent chronically infected abdominal mesh excision. He was noted to have oozing wound with a large hematoma. The incision [sic] was made at this time to return to the or for hematoma evacuation. Risks and benefits of the procedure were discussed with the patient and his wife, and informed consent was obtained. Details. ¿the patient was taken to the operating room, and general anesthesia was induced. The patient was prepped and draped in standard sterile fashion. Time-out was performed including patient identification, preoperative antibiotics given and procedure to be performed. His skin sutures were opened and approximately 400 ml of hematoma was evacuated. There were multiple small bleeding areas in the subcutaneous space.¿ [nurse reviewer note: incomplete report.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 11508266 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic and open ventral hernia repair on (B)(6) 2014, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic mesh infection and mesh removal. Additional event specific information was not provided.